Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 was failed to open and recover. A field service engineer found that matrix drawer 1 was off the bus. The internal pyxibus cable was disconnected on the drawer. Reseated the cable on the drawer, and the customer tested the functionality. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 was not opening and failed to recover. The system displayed the error not detected on bus and the drawer extended too far. The customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, these efforts were unsuccessful, and the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.